Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that no loss of cartridge detection had occurred and no loss of prime could be duplicated during testing. Several instances of loss of prime warnings due to low force were observed in the black box. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
An intermittent force sensor connection was observed during the investigation.